Manufacturer narrative:
The frequency of occurrence of the event is addressed in the device labeling. The frequency for this event is not greater than is usual. Unable to confirm the cause of this malfunction and how it is related to this event. The device has not been returned for analysis. No conclusion can be drawn at this time.

Event description:
On (B)(6) 2003, an ipp device was implanted. On (B)(6) 2009, the entire device was replaced because the device was no longer working properly, malfunction. No further information will be provided.